Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded episodes of atrial tachy response (atr) events. Upon review, technical services (ts) determined that the atr had occurred due to far-field oversensing in the right atrial channel. Ts suggested adjusting the sensing threshold of the right atrial channel as well as other programming enhancements. This device remains in service. No adverse patient effects were reported.